Event description:
It was reported the procedure was completed and no other devices were used to replace the subject device. The reported event occurred at the end of the procedure. The endoscope was inserted and removed through the trocar. It is unknown if the patient had a stricture in the esophagus or stomach. The user was not aware that inserting a duodenoscope with a disposable tip through a trocar was not recommended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out a2, a3, a4, a5, a6, b5 (ga24062256-2), b7, and g2. It was reported that the recovered tip was not damaged. The user did not apply anti-fog agent to the scope lens. However, endoglide lubricant was applied to the scope. The distal cover placement was confirmed by twisting, cover remained seated, hook of distal ring was fully visible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover dropped which led to recovery of the subject device occurred by the following. - attachment of the cover was insufficient. Subsequently, the cover was easy to come off the scope. - the cover came into contact with trocar. However, the subject device was not returned and the root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic assisted endoscopic retrograde cholangiopancreatography the distal cover self-dislodged and subsequent dropped out while withdrawing the scope through the trocar (non-olympus device) extending the procedure by 2 minutes. The distal cap was retrieved from the patient¿s stomach. The patient was on general anesthesia during the procedure. No error messages were noted. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00158. The report is related to the following linked patient identifier (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be.

Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out b3.